Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that vasoview hemopro 2 cautery stopped heating. During vein harvest, the cautery stopped working. The surgeon checked cord connections and swapped them out then replaced kit, which then started working again. Power supply setting was at 3. No added incisions or time. The surgeon opened a new kit to finish the case. No patient harm.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,d10,g3,g6,h2,h6,h11. The lot # 3000527444 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.